Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-apr-2024, it was reported that the patient experienced issues with three infusion sets of the same type. The issues occurred when the patient was hospitalized for a car crash unrelated to diabetes and supplies. During the hospital stay, the infusion sets were either ripped off or fell off and were replaced. The infusion sets were used for no more than a couple of hours for each event. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.